Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0, 15.0, 34.0, and 126.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully during insertion into a microcatheter, this type of damage may occur. The px slim mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the ruby coil pusher assembly became kinked and was removed. The procedure continued using new ruby coils and the same px slim. There was no reported issue with the px slim. There was no report of an adverse effect to the patient.